Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On an unknown date in 2002, the pt was implanted with a medtronic aneurx graft to treat an abdominal aortic aneurysm. Over time, the graft had reportedly migrated distally into the aneurysm. On (B)(6) 2012, the pt was implanted with three gore excluder aaa endoprostheses. The aneurysm was successfully excluded, and the pt tolerated the procedure. On (B)(6) 2013, the pt presented to the facility complaining of abdominal pain. A computed tomography scan revealed a proximal type I endoleak with aneurysm enlargement (amount unknown). According to the physician, aortic disease progression had caused the device to lose apposition to the vessel wall. On the same day, the physician explanted the stent graft system, and surgically repaired the vasculature. The explanted grafts were discarded at the facility. The pt tolerated the procedure. On (B)(6) 2013, the pt expired. The pt's death was attributed to complications after surgery. No further info is available.